Manufacturer narrative:
The device was received at the manufacturing site and evaluation is in progress. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the lens delivered rigidly and come out with difficulty. There have been no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information provided. Product evaluation: the device with the lens was returned. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger has been retracted behind the lens. The lens was crushed in the tip of the nozzle. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Viscoelastic was not provided; it is unknown if the qualified product was used. The lens was in the tip of the device crushed into pieces. This would indicate a plunger over/underride. The plunger was retracted behind the lens upon return. The root cause for the observed damage may be related to a failure to follow the directions for use (dfu). There did not appear to be adequate viscoelastic in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. The manufacturer internal reference number is: (B)(4).